Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in the on-x prosthetic heart valve post-market study, the patient experienced "thromboembolism and tia [transient ischemic attack]." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review was performed of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. Patient 11 (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry), 50 year old female, congenital/calcific disease etiology, nyha (new york heart association) 111, stenotic lesions with prior history of cardiac surgery, implanted with onxan or onxane model on-x valve in the aortic position by protocol, experienced thromboembolism (te) with transient lschemic attack (tia) and was reported to have "recovered." A permanent pacemaker (ppm) was not implanted. No other information is available following these observations as the protocol limits adverse event reporting to 14 days postop. The source and composition of embolic material are unidentified so we cannot tell what, if any, relationship the stroke has to do with the valve. That it occurred so soon after surgery would classify this is an early event (<30 days postop) and likely an outcome associated with the technique and/or trauma of surgery rather than of anticoagulation. In any case, te and tia/acute stroke are recognized potential adverse events listed in the instructions for use as they are with any mechanical heart valve prosthesis. Historically, te is reported to occur in rigid (i.e. Mechanical) valves at a rate of 3% per patient-year while thrombosis is reported at 0.8% per patient-year. The root cause of the reported event is unknown. There is no information available to indicate that the reported events were related to the on-x valve and were likely a result of surgery. However, te and tia are known potential complications occurring with the use of mechanical valves. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
As reported in the on-x prosthetic heart valve post-market study, the patient experienced "thromboembolism and tia [transient ischemic attack]." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6)2018 ; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.